Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient experienced a series of dyscognitive seizures with prolonged postictal confusion, and sometimes with secondary falls, which was later updated to degradation in some cognitive function, but it is unclear if the other symptoms reported are still considered related to the event. The event resulted in an in-patient hospitalization for 16 days. The severity of the event was noted as moderate. It was also noted that no diagnostics were performed. It was unknown if the issue was related to the programming/stimulation and/or medication. The actions/interventions included administration of valproat and a reduction of lamotrigrin on (B)(6) 2015. The issue was resolved without sequelae on (B)(6) 2015. Additional information noted the relatedness changed to possibly related to programming/stimulation. The event was unresolved at the time of study exit/closure/death and was most recently confirmed ongoing (B)(6) 2018. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had increasing epileptic seizures as of (B)(6) 2014. The event was noted to be possibly programming related. No diagnostic methods were performed, and no actions, including surgical intervention, had been taken. It was unknown if any interventions were planned or if the event had resolved. No further complications were reported.